Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete. The hospital did not provide any add'l info.